Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which was occurring almost every other interval. The patient would be brought into the clinic for further evaluation. No patient symptoms reported. No additional information was reported.